Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) would not turn on. A blown fuse was found and replaced. However; the unit still would not turn on. It is unknown under which circumstance this event occurred. No patient injury, death or surgical delay.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - the customer reported that the xenon lightsource would not turn on. This described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the lightsource units to restore functionality. Root cause - the issue of power supply failure is being investigated under internal quality plan to address the root cause and corrective actions for the described issue(s).